Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to the oversensing of electromagnetic interference (emi). No intervention was performed. The patient was recovering post therapy.